Event description:
It was reported that the devices were discarded by the explanting facility; however, the generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed. The reported allegation of high impedance was not duplicated in the analysis lab. Review of the internal data downloaded from the generator shows no indication of increased impedance prior to explant. The reported neos-yes was duplicated in the lab. There were no performance or any other type of adverse conditions found with the pulse generator. Upon follow-up, the company representative reported that the surgeon accidently cut the lead, and the lead impedance pre-operatively was within normal limits. No additional relevant information was received to date.

Event description:
It was reported that during generator replacement for neos - yes, it was noted that the lead was fractured. The surgeon replaced the lead and generator. The explanted generator and lead have not been received for analysis to date.